Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with bad monitor. This condition had the potential to interrupt delivery. This condition was found in the general pt ward. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad monitor was confirmed during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.